Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited noise, oversensing and low out of range pacing impedance measurements less than 200 ohms resulting in activation of the lead safety switch (lss) feature. It was noted that the patient has good av conduction and experienced no symptoms as a result of the noise and oversensing. Monitoring has been ongoing at the request of the patient as they would prefer to wait until after the new year for a lead revision. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
The product is in possession of the hospital. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that continued oversensing and pacing inhibition was observed. A lead fracture was suspected, however, was not confirmed. An invasive procedure was performed. The device and lead were explanted and replaced. No additional adverse patient effects were reported.